Manufacturer narrative:
Per the user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should also always have an appropriate emergency kit with you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer ran out of pump supplies. The customer did not have a back-up therapy. As a result, the blood glucose (bg) level was 500 mg/dl and the customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with intravenous insulin. The customer was discharged with the high bg and dka resolved on (B)(6) 2017.